Event description:
It was reported that the brakes would not engage due to the brake ratchet track being worn. No patient was affected and no adverse consequences or clinically relevant delays in treatment were reported.